Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed and not detected on bus. A field service engineer (fse) noted that the lids would pop and the cubies would release, but all of them failed. The back panel was removed to inspect the retractor band. The fse replaced the retractor band in 4.1 and reseated the row board cable at the drawer board. After retesting, all cubies functioned correctly, and hardware test application (hta) testing confirmed proper operation. One cubie remained failed because it requires pharmacy staff intervention to recover it, as the system was attempting to unload a cubie that was no longer present. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie was not on the bus. User tried to recover the pocket, but pocket was released and said it was not on the bus. The machine showed there was a pocket to recover even though it released the pocket. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.